Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged during the implant procedure. Attempts to retract the helix was unsuccessful. The lead was explanted and visual inspection noted that the helix looked damaged. The lead was replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned and evaluated. The helix was fully extended and bent at an approximate 90 degree angle with dried blood/body fluids in the helix housing and neck region. X-ray showed a fracture of the inner conductor coil at the distal end of the terminal pin. Analysis concluded the fracture most likely resulted from torsion overload. The lead design coupled with procedural factors may have contributed to the inability to retract the helix and subsequent fracture.